Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead displayed an alert for lead safety switch (lss) for high out of range pacing impedance. Technical services (ts) reviewed the electrocardiogram and noted noisy signals, oversensing and pacing inhibition of greater than 3 seconds indicative of asystole. Additionally, it was reported that rv lead fractured and therefore explanted and replaced with a new lead. Device was reprogrammed to vvi 60 with high output in response to the event. No additional adverse patient effects were reported.